Event description:
Ellume at home covid-19 test produced a positive result for my sick (B)(6) year old. She took a pcr test at a testing site, and so did our entire household and suspected exposed family and friends. All of our tests came back negative. This test lot was not included in the previous recall. I believe it is likely a false positive. FDA safety report ID# (B)(4).